Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's lung. Additional information indicates that patient had surgery in order to remove the lead which had perforated the heart and the tip of the lead was in the pleural space. The lead was then successfully removed from the patient. No additional adverse patient effects were reported.